Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient went to an emergency room (ER) due to an infusion set cannula fractured event on (B)(6) 2025 during use. The insertion site was the buttocks. Infusion set was used for few hours. Th eudration of hospitalization was less than 24 hours. No further information available.